Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the system failure of printed circuit board (dp board) led to scope communication error (e226 and e237). The most probable cause of traces of liquid in printed circuit board is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited scope communication error (e226, e237), and traced of liquid in printed circuit board (dp board). There was no patient involvement.